Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving gablofen 2,000 mcg/ml at 415 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. It was reported that the patient's spasticity was coming back with itchy feeling all over signifying possible withdrawal. The patient believed it started on (B)(6) 2016. No pump alarms were heard. The patient did not indicate any falls, or difficult transfers. On (B)(6) 2016, the patient went to the clinic for a work-up. Interrogation of the pump revealed no issues. An x-ray was taken and it was discovered that the catheter had a break in it. A complete catheter revision was performed on (B)(6) 2016. The issue was resolved at the time of report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.